Event description:
Bayer case number: (B)(4). Since the insertion procedure, I've had abdominal pain [abdominal pain]. Pain in the uterus [uterine pain]. Bleeding [genital bleeding]. Pain during intercourse [painful intercourse]. Abdominal ulcers [abdominal pain peptic ulcer type]. Oesophagitis [oesophagitis]. Intense joint pain [joint pain]. Arnold neuralgia [arnold neuralgia]. Disc herniation [herniated disc]. Calcific tendonitis in both shoulders [calcifying tendinitis of shoulder]. Repeated tendonitis [tendonitis]. Bursitis [bursitis]. Osteosclerosis of the hip [osteosclerosis]. Gluteal tendinopathy [tendinopathy]. Nausea [nausea]. Headaches [headache]. Diarrhoea [diarrhoea]. Menorrhagia [menorrhagia]. Weight gain [weight gain]. Low blood pressure (90/70 [low blood pressure]. Inflammation of the joints [joint inflammation]. Gastric ulcers [gastric ulcer]. Inflammation of tendon [tendonitis]. Inflammation of muscles [muscle inflammation]. Tiredness [tiredness]. Anxiety [anxiety]. Abdominal pain lower [abdominal pain lower]. Muscle pain [muscle pain]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 30-jul-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal pain ("since the insertion procedure, I've had abdominal pain") in a 40 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the day of essure insertion, she experienced abdominal pain (seriousness criterion medically important), uterine pain ("pain in the uterus"), genital haemorrhage ("bleeding") and dyspareunia ("pain during intercourse"). In (B)(6) 2010 she experienced nausea ("nausea"), headache ("headaches"), diarrhoea ("diarrhoea") and heavy menstrual bleeding ("menorrhagia"). On (B)(6) 2015, she was found to have weight increased ("weight gain"). On (B)(6) 2025, she experienced abdominal pain upper ("abdominal ulcers"), oesophagitis ("oesophagitis"), arthralgia ("intense joint pain"), occipital neuralgia ("arnold neuralgia"), intervertebral disc protrusion ("disc herniation"), rotator cuff syndrome ("calcific tendonitis in both shoulders"), a first episode of tendonitis ("repeated tendonitis"), bursitis ("bursitis"), osteosclerosis ("osteosclerosis of the hip") and tendon disorder ("gluteal tendinopathy"). On unknown date she experienced hypotension ("low blood pressure (90/70"), arthritis ("inflammation of the joints"), gastric ulcer ("gastric ulcers"), a second episode of tendonitis ("inflammation of tendon"), myositis ("inflammation of muscles"), fatigue ("tiredness"), anxiety ("anxiety"), abdominal pain lower ("abdominal pain lower") and myalgia ("muscle pain"). The patient was treated with surgery (rotator cuff operated on twice). At the time of the report, the abdominal pain upper, tendon disorder, abdominal pain lower and myalgia had not resolved. The outcomes for abdominal pain, uterine pain, genital haemorrhage, dyspareunia, oesophagitis, arthralgia, occipital neuralgia, intervertebral disc protrusion, rotator cuff syndrome, bursitis, osteosclerosis, nausea, headache, diarrhoea, heavy menstrual bleeding, weight increased, hypotension, arthritis, gastric ulcer, myositis, fatigue, anxiety and the last episode of tendonitis were unknown. No causality assessment was received for essure with regard to abdominal pain, uterine pain, genital haemorrhage, dyspareunia, abdominal pain upper, oesophagitis, arthralgia, occipital neuralgia, intervertebral disc protrusion, rotator cuff syndrome, the first episode of tendonitis, bursitis, osteosclerosis, tendon disorder, nausea, headache, diarrhoea, heavy menstrual bleeding, weight increased, hypotension, arthritis, gastric ulcer, the second episode of tendonitis, myositis, fatigue, anxiety, abdominal pain lower or myalgia. The reporter commented: it isn't right that I wasn't made aware of the risk of allergies and side effects before having the implant inserted. Idem. There is no batch or serial number or dates for the essures. Diagnostic results (normal ranges are provided in parenthesis if available): [hysteroscopy] on (B)(6) 2010: hysteroscopy: diameter 5.5 mm, instillation of 800 ml of physiological serum. Recovered, good vision: - cervico-isthmic canal: nothing to report. - uterine cavity of normal size. - ostia x 2: nothing to report. - easy insertion of an essure on the right then an essure on the left. [X-ray] (date unknown): immediate post-operative nothing to report. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4) since the insertion procedure, I've had abdominal pain [abdominal pain] , pain in the uterus [uterine pain] , bleeding [genital bleeding] , pain during intercourse [painful intercourse] , abdominal ulcers [stomach ulcer] , oesophagitis [oesophagitis] , intense joint pain [joint pain] , arnold neuralgia [arnold neuralgia] , disc herniation [herniated disc] , calcific tendonitis in both shoulders [calcifying tendinitis of shoulder] , repeated tendonitis [tendonitis] , bursitis [bursitis] , osteosclerosis of the hip [osteosclerosis] , gluteal tendinopathy [tendinopathy] , nausea [nausea] , headaches [headache] , diarrhoea [diarrhoea] , menorrhagia [menorrhagia] , weight gain [weight gain] , low blood pressure (90/70 [low blood pressure], inflammation of the joints [joint inflammation] , gastric ulcers [gastric ulcer] , inflammation of tendon [tendonitis] , inflammation of muscles [muscle inflammation] , tiredness [tiredness] , anxiety [anxiety] , abdominal pain lower [abdominal pain lower], muscle pain [muscle pain]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 30-jul-2025. The most recent information was received on 18-aug-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal pain ("since the insertion procedure, I've had abdominal pain") in a 40 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the day of essure insertion, she experienced abdominal pain (seriousness criterion medically important), uterine pain ("pain in the uterus"), genital haemorrhage ("bleeding") and dyspareunia ("pain during intercourse"). In june 2010 she experienced nausea ("nausea"), headache ("headaches"), diarrhoea ("diarrhoea") and heavy menstrual bleeding ("menorrhagia"). On (B)(6) 2015 she was found to have weight increased ("weight gain"). On (B)(6) 2025 she experienced stomach ulcer ("abdominal ulcers"), oesophagitis ("oesophagitis"), arthralgia ("intense joint pain"), occipital neuralgia ("arnold neuralgia"), intervertebral disc protrusion ("disc herniation"), rotator cuff syndrome ("calcific tendonitis in both shoulders"), a first episode of tendonitis ("repeated tendonitis"), bursitis ("bursitis"), osteosclerosis ("osteosclerosis of the hip") and tendon disorder ("gluteal tendinopathy"). On unknown date she experienced hypotension ("low blood pressure (90/70"), arthritis ("inflammation of the joints"), gastric ulcer ("gastric ulcers"), a second episode of tendonitis ("inflammation of tendon"), myositis ("inflammation of muscles"), fatigue ("tiredness"), anxiety ("anxiety"), abdominal pain lower ("abdominal pain lower") and myalgia ("muscle pain"). The patient was treated with surgery (rotator cuff operated on twice). At the time of the report, the stomach ulcer, tendon disorder, abdominal pain lower and myalgia had not resolved. The outcomes for abdominal pain, uterine pain, genital haemorrhage, dyspareunia, oesophagitis, arthralgia, occipital neuralgia, intervertebral disc protrusion, rotator cuff syndrome, bursitis, osteosclerosis, nausea, headache, diarrhoea, heavy menstrual bleeding, weight increased, hypotension, arthritis, gastric ulcer, myositis, fatigue, anxiety and the last episode of tendonitis were unknown. No causality assessment was received for essure with regard to abdominal pain, uterine pain, genital haemorrhage, dyspareunia, stomach ulcer, oesophagitis, arthralgia, occipital neuralgia, intervertebral disc protrusion, rotator cuff syndrome, the first episode of tendonitis, bursitis, osteosclerosis, tendon disorder, nausea, headache, diarrhoea, heavy menstrual bleeding, weight increased, hypotension, arthritis, gastric ulcer, the second episode of tendonitis, myositis, fatigue, anxiety, abdominal pain lower or myalgia. The reporter commented: it isn't right that I wasn't made aware of the risk of allergies and side effects before having the implant inserted. Idem there is no batch or serial number or dates for the essures. Diagnostic results (normal ranges are provided in parenthesis if available): [hysteroscopy] on (B)(6) 2010: hysteroscopy: diameter 5.5 mm, instillation of 800 ml of physiological serum. Recovered, good vision: cervico-isthmic canal: nothing to report, uterine cavity of normal size, ostia x 2: nothing to report, easy insertion of an essure on the right then an essure on the left. [X-ray] (date unknown): immediate post-operative nothing to report quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 18-aug-2025: quality safety evaluation of product technical complaint. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.